Event description:
It was reported that the tubing separated below the pump segment while priming an intravenous solution of 5% dextrose in water and 0.45% normal saline with potassium chloride 20 meq/l with a volume of 1,000ml. The event occurred prior to connected the tubing to the patient and the contents of the IV bag spilled out onto the floor. There was no patient impact.

Manufacturer narrative:
Additional information provided: b.5. No product will be returned. The customer complaint of tubing separated below the pump segment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. Device history record could not be performed on model 2420-0007 because the lot # for the suspect set was not provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the IV tubing separated below the pump segment while priming with potassium chloride in 5% dextrose and sodium chloride before connecting to the patient. The medication spilled out on the floor. There was no patient impact.